Event description:
It was reported that the patient received a gel one injection in the left knee and had a very significant allergic reaction requiring him to go to the emergency room. Attempts have been made and no further information has been provided.